Manufacturer narrative:
Continuation of d10: product ID evfxplus-26 (serial: unknown); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty was performed due to calcification. During the attempted implant of the valve, the deployment of the valve was attempted 2 times as delivery catheter system (dcs) was misaligned with respect to the valve and the implant depth was too deep on the left side. This was causing problems to the mitral valve, and mitral regurgitation was observed. Subsequently, the system was withdrawn from the patient and the guidewire was replaced. A new dcs and valve were used; however, the problem persisted and the procedure was aborted. Per the physician, the implant procedure and valve contributed to the mitral regurgitation. It was reported that the patient's tortuous anatomy also contributed to the event. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: h2, h3, h6. Image review: two media files were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. The media files provided show the valve being deployed in a cusp overlap view and depth assessment performed in the left anterior oblique (lao) view confirming a depth of 10 millimeter (mm) on the left coronary cusp. As stated in the instructions for use (IFU), position the catheter so that the bioprosthesis is at the recommended target depth of 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. Caution: bioprosthesis implant depth =1 mm may contribute to an increased risk of prosthetic valve dislodgement during valve release, delivery catheter system (dcs) retrieval, or post-implant dilatation. Bioprosthesis implant depth >5 mm may contribute to an increased risk of conduction disturbances, which may require a permanent pacemaker. It was reported that the valve interacted with the mitral valve causing mitral regurgitation. Therefore, further attempts to implant the evolut were aborted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added second paragraph. D3. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty was performed due to calcification. During the attempted implant of the valve, the deployment of the valve was attempted 2 times as delivery catheter system (dcs) was misaligned with respect to the valve and the implant depth was too deep on the left side. This was causing problems to the mitral valve, and mitral regurgitation was observed. Subsequently, the system was withdrawn from the patient and the guidewire was replaced. A new dcs and valve were used; however, the problem persisted and the procedure was aborted. Per the physician, the implant procedure and valve contributed to the mitral regurgitation. It was reported that the patient's tortuous anatomy also contributed to the event. No patient complications were reported as a result of this event. Additional information was received indicating that there were positioning issues with the second dcs.